Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was scratches on display of insulin pump and that affects ability to read the screen. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had buttons are harder to press and random unexplained no delivery alerts. The device will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion and prime or verify excessive no delivery alarm and failed battery test alarm due to buttons not responding. Device received with minor scratched lcd window.